Event description:
Olympus received a medwatch report stating: "event desc: a gastric was not insufflating properly while in the pt. The scope was removed from the pt and the dr irrigated the biopsy port. At that point, a brown substance was expelled. This scope was sent to biomed for the issue of non-insufflation. Biomed could not duplicate the problem and put the scope and cart back into service. The scope has been reprocessed and sent to the MFR for a thorough eval, repair, and replacement.

Manufacturer narrative:
The device referenced in this report was returned to olympus service branch for eval. The eval confirmed that the air/water nozzle was clogged, which impeded insufflation. The bending section cover glue was peeling, the distal tip cover cracked, and there was slight discoloration noted on the insertion tube. Additionally, the image was found foggy. The device was serviced and returned to the user facility. Based on a conversation with the user facility, the unidentified brown substance that had been expelled from the device did not fall inside the pt. As part of our investigation with this matter, an endoscopy support specialist (ess) has been dispatched to the user facility to reassess the user facility's reprocessing practices and to provide in-service reprocessing training as necessary. Based upon the results of the investigation, the cause of the occlusion appears to be due to insufficient reprocessing. The additional findings identified during the eval appear to be related to physical damage. This report is being submitted as a medical device report in an abundance of caution.